Event description:
The customer reported that during a code the device would not function.

Manufacturer narrative:
The customer reported that during a code the device would not function. Another defibrillator was retrieved. The user's biomedical services department reported that the ECG leads and receptacle had physical damage. Note that ECG leads loss does not prevent the delivery of therapy. The user can get a "quick look" using the external paddles and can still deliver therapy to the patient. The hospital's director of quality outcomes stated although there was a delay to retrieve the second defibrillator, this delay was not a factor in the patient's death. We consider this event to have been the result of use of the device outside of normal and expected.